Event description:
It was reported that non sustained lead noise episodes were observed due to intermittent ventricular undersensing. After three weeks, a second episode occurred and it was suspected to be due to myopotential oversensing. Programming changes were made and the issue was resolved. Patient was doing well following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.